Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to low blood glucose and skin infection. Customer stated that she had an abscess and her skin is irritated and infected at her sensor site. Nothing further was reported.